Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by nausea and vomiting. It is well established peritoneal dialysis (pd) patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be attributed to nonadherence to aseptic technique as reported by the peritoneal dialysis registered nurse (pdrn). Lack to aseptic technique and touch contamination is the leading cause of peritonitis experienced by patient¿s on pd therapy. For this patient¿s peritonitis, this is further evidenced by the presence of a nosocomial pathogen that effects patients with severe debilitation as this patient was reported to be bedridden. Due to the reported source of the infection, the liberty select cycler and liberty cycler set can be excluded as the cause of this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to the emergency department for excessive vomiting. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported this patient reported to the emergency department on (B)(6) 2020 due to nausea and vomiting. Peritoneal effluent fluid cultures initially taken in the emergency department on (B)(6) 2020 presented with stenotrophomonas maltophilia and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to nonadherence to aseptic technique during continuous cyclic peritoneal dialysis (ccpd) therapy on the liberty select cycler at home and admitted to the hospital on the same day. It was reported the patient is bedridden. As a result, the patient does not wash their hands or wear a mask during ccpd setup and has animals in the room during ccpd treatments. The patient was prescribed antibiotics in the hospital, but the type, dose, route, and frequency were not reported by the admitting facility. The patient was transitioned to hemodialysis (hd) therapy during this admission through an existing fistula on a hospital provided hd machine (brand and model unknown) due to the severity of the infection. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was reported the patient will be evaluated for the viability of resuming ccpd therapy upon discharge while the patient¿s family is considering hospice or palliative care.